Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances were noted on all contacts. The patient underwent a revision procedure wherein the lead was replaced due to suspected malfunction. Lead fracture was also suspected, but was not confirmed as the physician cut the lead to take it out. The patient was reportedly dong well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.